Event description:
It was reported that during a da vinci-assisted general ventral hernia surgical procedure, the image was upside-down and the controls were reversed. The technical support engineer (tse) found no related errors. The customer reseated the endoscope; however, the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage was observed on the endoscope¿s adapter or base, and there were no missing screws or components. The endoscope was not manually rotated 180 degrees prior to the event, so the follow-up question about manually associating right and left controls is not applicable. Additionally, there was no patient injury or harm reported.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to remove the endoscope from the universal surgical manipulator (usm), rotate the endoscope, press the clutch button on the usm to cancel guided tool change and reinstall the endoscope. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup.